Event description:
It was reported, there was ¿error 41628¿. There was unknown patient involvement.

Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair. There was a reported error 41628. Physical condition of device included damaged downstream occlusion (dso) seal and damaged battery compartment. Error log review showed 41628 error. The primary problem was duplicated. And was caused by a defective printed wire assembly (pwa). The pwa was replaced to address the primary problem. Also replaced the battery compartment and the dso seal.